Manufacturer narrative:
(B)(4). Concomitant medical products: stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems, catalog #: 00585204035, lot #: 63909932. Segmental articular surface, catalog #: 00585002020, lot #: 62168713. Distal femoral component for cemented use only in the USA size b right, catalog #: 00585001202, lot #: 63680910. Fluted stem extension straight precoat for cemented use only 12 mm diameter 130 mm length, catalog #: 00585205012, lot #: 63900643. Allen plug hdpe/baso4 14c/28fl, catalog #: 00801102028, lot #: 6862008. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001822565-2019-00305. Per package insert (B)(4) zimmer segmental system: implant fracture and hyperextension are known adverse effects of this procedure and system. However, a definitive root cause cannot be determined. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately eight months post-implantation due to hyperextension. Attempts to obtain additional information have been made; however, no more is available.